Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient is now on program 1 where she was supposed to leave it for 4 days. She stated her vagina is tightening and she could not even wear underwear. She stated she cannot even bare it and could not sleep. She changed from 0.4 on program stim and did not feel stim. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported patient stated she gets up twice a night to use the bathroom when the device is working. The patient stated that they had a pain in their vagina all night and they woke up every hour and 20 minutes to go to the bathroom. Patient stated she was not sleeping because of this. Additional information was received from the consumer on (B)(6) 2020. The patient called back reporting the same issues below: intermittent therapy. The patient reported that the therapy was good for a couple of months at a time however eventually the device would ¿pierce¿ them (the patient confirmed that this meant that the stimulation was too high,) and that when this would happen they would decrease stimulation however when they would decrease stimulation, they would have an issue with symptom control. The patient reported that this was causing them not to sleep at night. The patient reported that a month or two ago a manufacturer representative (rep) had them change to program 4 however that program didn¿t work any more so they would like to make another change. The patient reported that they had tried calling their rep for the past 3 days but they hadn¿t heard back from them. P atient services reviewed information with the patient and the patient was able to successfully change from program 4 at 0.7vto p1 at 0.3v as it was noted that 0.4 v was too strong. The patient was going to monitor their symptoms and now make changes based on the results. There were no further complications reported.

Event description:
Additional information was received. The patient stated she had a return of symptoms on (B)(6) where she was going to the bathroom every 20 minutes at night. The issue was resolved with troubleshooting. Patient also stated that on (B)(6), she noticed pain in her right bottom. Patient turned stimulation down to zero. On the call, patient turned stimulation back on, changed to program 2, and increased stimulation to a comfortable level. The manufacturer representative was not aware of these issues. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the circumstances which led to the lack of stimulation sensation were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated she met with the healthcare provider (hcp) and the manufacture representative nearly two weeks ago. The rep put new programs on her device but that has not solved the frequency issue. Patient is up at night every hour and 20 min. On the call, amplitude was increased from 1.4 to 2.2 volts on program 3. Patient will monitor and adjust if needed. She stated her healthcare provider (hcp) was thinking about injecting botox. No further complications were reported.